Event description:
The patient was counseled by her doctor who encouragingly recommended he begin tapering of narcotics and re-establish medications listing for her. Impedance check was normal. The upper amp limit was set to be below ¿percerution.¿ discussed use again with patient and husband.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The stimulation had been on from (B)(6) 2015 through (B)(6) 2015 consistently with constant amplitude (2.0) without any adjustments made for positioning. The patient¿s husband felt the patient had a reduction of pain medications during the time the stimulator was on. Since the stimulation had been discontinued/turned off, the patient¿s feet remained painful. Pain in the thigh was also noted. Since the patient still felt the stimulation after it was turned off, this caused her to feel anxious. However, after (B)(6) 2015, the patient refused the therapy. The patient¿s husband was asked to keep a pain journal, but he felt this was impossible as he was not there all the time. The patient¿s husband planned to see the patient on (B)(6) 2015 to charge the battery and would change to gpa and turn it on to see if she would gain benefit. The patient¿s husband wanted to see her weaned off of high dose narcotics to see if her affect would be clearer and if she would be less confused. The patient admitted to confusion secondary to medication. The patient met with a company representative on (B)(6) 2015 for re-programming. It was found that there were 2 contacts with high impedances. Those contacts were programmed around. The cause of the high impedances was not determined. It was stated the patient had fallen, which may be the cause. The patient would be seen on (B)(6) 2015. If additional information is received, a follow up report will be sent.